Event description:
Per the audiologist, the pt's internal magnet became dislodged from the magnet pocket for the second time (no dates reported). Reportedly, the first time was associated with a blow to the head on the implant side. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.